Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit displayed a vent failure and mechanical ventilation was not available. There was no report of patient involvement.

Manufacturer narrative:
A proposal for troubleshooting and repair was issued to the customer but has not been approved. No service or troubleshooting was performed. No more information is available.